Event description:
It was reported that during a colectomy procedure, the surgeon had to pull the devices to remove it from the tissue. The last clip stayed inside the device. The problem occurred with two devices during the same procedure. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.